Event description:
It was reported by service report that the customer alleged that the head end of stretcher would not pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.